Event description:
During tubal sterilization, the filshie clip applier failed to fire completely. After removal of the applier form the abdominal cavity, the device was visually inspected and found to have separated at one of the pressed steams. Procedure-tubal sterilization- was accomplished via on alternative method, i.e., kleppinger.